Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power up. The message was unable to be cleared by powering the device off and on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/22/2014 for investigation. Investigation results as follows: visual inspection was performed and revealed that the screw posts were damaged. No other visual damages were observed. From the condition of the returned unit, the damage appears to be due to normal wear and tear. The reported user advisory (ua) 7 fault (discrepancy between load 1 and load 2 too large) was observed during power on of the platform. Further inspection of the device determined that the cause of the ua 7 fault was a defective load cell module. No faults were found to have occurred on the reported event date of (B)(6) 2014. The archive did; however, show the reported ua 7 fault occurring on (B)(6) 2013. Based on the investigation, the part(s) identified for replacement were the damaged screw posts and the defective load cell. In summary, the reported complaint was confirmed during archive review and functional testing. The ua 7 fault was attributed to a defective load cell module. Following replacement of the damaged parts including the defective load cell, the device passed all testing criteria.